Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handle come off mics during bone resection.

Event description:
Handle come off mics during bone resection.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that handle come off mics during bone resection. Product evaluation and results: "visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit and the handle had dislocated. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was visual. Functional inspection: the handpiece motor and electronics function as intended." Product history review: complaint history review: a review of complaints related to p/n 209063, prodex lot k0as5 shows 0 additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA (B)(4).